Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the patient, during a gastric sleeve procedure, the valve fell off while using the device. Another device was used in other to complete the case. There was no patient injury.